Event description:
Depuy spine was made aware of legal action being taken by a charite artifical disc pt. The pt was implanted with 2-level (l4-5, l5/1) charite disc. Pt claims that movement of the discs caused degeneration and fragmentation of the facets and narrowing of the l4-5 foramen and that the discs sublexed. Pt continues to have pain.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.